Event description:
The customer reported that during a supracondylar nail case, the surgeon was drilling through the jig into one of the holes. The drill broke and the tip remained inside the patient. The surgeon was able to remove the broken piece. There was a 3 minute delay to surgery. The patient was young with hard bone. It is not known if the surgeon was drilling at an angle. Or putting pressure on the drill or if the drill touched the jig / other metal item.

Manufacturer narrative:
Correction: refer to h5, h8. The reported event could be confirmed. Although the device was not returned for evaluation, a device picture and intraoperative x-ray were provided by the customer through which we can confirm the event. More information as well as the device must be returned to determine the exact root cause. The provided device images and intra-op x-rays without multiple views are not enough to determine the exact root cause. One of the possible reasons of failure could be drilling at an oblique angle, ultimately breaking due to excessive bending load. However, additionally it was reported that a prior device inspection was performed. A review of the device history for the reported lot did not indicate any abnormalities. No indications of manufacturing or design related problems were found during the investigation. A review of the labeling did not indicate any abnormalities. If the device is returned or if any additional information is provided, the investigation will be reassessed.

Manufacturer narrative:
Device will not be returned. If additional information becomes available, it will be provided in a supplemental report. Device was discarded.

Event description:
The customer reported that during a supracondylar nail case, the surgeon was drilling through the jig into one of the holes. The drill broke and the tip remained inside the patient. The surgeon was able to remove the broken piece. There was a 3 minute delay to surgery. The patient was young with hard bone. It is not known if the surgeon was drilling at an angle. Or putting pressure on the drill or if the drill touched the jig / other metal item.